Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the stopcock seemed to contain impurities or dark particles in 300 pieces. There was no patient involvement.

Manufacturer narrative:
Samples for this complaint were not returned for physical evaluation. However, samples for another complaint that was reported by the same customer with the same condition, were visually evaluated. During that evaluation, small black particles embedded in the molded material were observed. The particles appeared encapsulated within the molded component rather than loose particulate within the fluid path. A device history review was performed, and no deviations, nonconformities, or manufacturing process abnormalities were identified.